Manufacturer narrative:
The field service engineer (fse) performed a site visit. The reported device was checked and the broken grey connector was replaced. Safety check was performed including leak testing. The equipment was repaired and verified according to OEM (original equipment manufacturer) instructions. The device passed testing and all specifications. The cause of the broken grey connector is unknown at this time. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported that the oer-pro device has a broken grey connector. There was no patient involvement reported due to the event. No user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, it was presumed from investigation result that the connector got loose, which led to breakage. As a result, the connecting tube was not possible to be connected. The connector may have got loose from accumulated stress applied by the user. Or the user may have hit some hard objects to the connector. Feedback to customer: in order to prevent recurrence of the event, the user is advise not to apply stress toward rotating direction when attach/detach a connector. Also check state of rotation at inspection if the connector was loose. Such handling may lead breakage of a connector. Moreover, in case a connecting tube is always connected to the equipment, it would damage attachment of the connector. If the user handles the equipment in such condition, please instruct them to handle the equipment properly. As stated on the IFU (instruction for use) the user manual states: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents. Olympus will continue to monitor complaints for this device.